Manufacturer narrative:
The device was returned for evaluation on 02-may-2025. There is no confirmation for the return reason of system hot. Zeolite is found contaminated, which possibly caused when zeolite absorbs moisture. Multiple attempts were made to the contact the patient for additional information with no response.

Event description:
It was reported that the patient stated the unit shut down while they were sleeping. As a result, the patient was rushed to the hospital. The unit displayed a system hot message. The patient was shipped a replacement unit. Additional information was requested, but no response was received.